Event description:
It was reported that during insertion of the catheter into the patient's right antecubital area, bleeding occurred at the hub where the intravenous catheter attached to the intravenous introducing portion. Blood poured into the interior of the clear plastic intravenous introducer and into the seam of the plastic of the clear plastic part. No injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: the device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One device from the same lot was returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. The sample displayed normal flash in the flashback chamber. There was no evidence of blood pooling into the guard and nose components or cannula o.d. To nose i.d. Gaping noted that could potentially result in the reported leakage. Without the catheter assembly for the returned sample to evaluate for potential valve functionality issues, the complaint cannot be confirmed, and a root cause was unable to be determined.